Event description:
Provider alleges multiple repairs on it and customer is not happy. Customer alleges he fell out of unit and was injured.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.